Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of 10.5 years remaining to explant status in 2 months. Review of stored device memory noted oversensing of noise that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. Extended charge times were noted during the therapy episodes. The therapy episodes correlated with an unrelated procedure. Further review of device memory noted that the device was left in a tachycardia therapy condition with no magnet applications during the procedure. Boston scientific technical services (ts) discussed troubleshooting options. Three manual capacitor reformations were performed and the device battery recovered from explant to 10 years remaining. Additionally, a 1.1 joule shock was delivered successfully and appropriate charge times and shock impedance measurements were observed. The physician will continue monitoring. This product remains implanted and in service. No additional adverse patient effects were reported. Additional information was received that this device was later part of a system revision due to a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. This device was explanted. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of 10.5 years remaining to explant status in 2 months. Review of stored device memory noted oversensing of noise that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. Extended charge times were noted during the therapy episodes. The therapy episodes correlated with an unrelated procedure. Further review of device memory noted that the device was left in a tachycardia therapy condition with no magnet applications during the procedure. Boston scientific technical services (ts) discussed troubleshooting options. Three manual capacitor reformations were performed and the device battery recovered from explant to 10 years remaining. Additionally, a 1.1 joule shock was delivered successfully and appropriate charge times and shock impedance measurements were observed. The physician will continue monitoring. This product remains implanted and in service. No additional adverse patient effects were reported.